Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, his sensor had fallen off, and he found that the sensor wire was detached from the sensor pod. Patient reported that the wire was left behind in his abdomen, which he manually removed. Patient reported slight redness around the adhesive area; however, he did not experience any additional discomfort and required no medical intervention.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.